Event description:
It was reported aligner broke near the bitesync occlusion guide blocks and the edges of the bitesync injured patient's gum, causing redness, rubbing, discomfort and pain. Based on the professional opinion of the doctor, it is considered an serious injury due to could lead to ulcers, trauma, infection if the lesion in the gum is open. Each aligner will be cut by the parent with scissors or nail clippers to remove the rubbing edge of the aligner. It was recommended painkillers as needed. Patient is fully recovered.

Manufacturer narrative:
During the investigation, access to the original trimline files was unavailable. To evaluate the reported condition, samples were printed using both correct and incorrect trimline files. The investigation identified the following contributing factors: incorrect trimline was detected in the occlusion guides. Procedure was not followed by trimline associates. The material was not polished. Procedure does not specify polishing criteria for occlusion guides. Conclusion: based on the investigation, the product was manufactured using an incorrect trimline. This determination was supported by sample replication and procedural review.